Event description:
The customer reported a communication error. The fe confirmed the workstation was not booting. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The pins in interconnect cable were evaluated and reseated. The system was tested and found to be working as intended and returned to service.